Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler 45 instrument installed with a black reload was fired and audible alert was observed. Inspection upon removal found the reload blade was to exposed. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instruments and accessories were inspected and no abnormalities that were found prior to use. The black reload was selected by the surgeon as they have determined the target lung tissue to be thick. The reported event occurred either on the 2nd and 3rd staple firing. The issue was observed during tissue transection and the issue involved a partial fire. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no unplanned tissue removal. No fragments fell into the patient. The surgical task was completed using a 3rd party laparoscopic stapler instrument. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. There was a 10 minute delay in the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the black reload for failure analysis. Failure analysis confirmed that the knife was exposed within the knife track consistent with a firing failure. A mechanical indentation damage to the blade at the knife track where the exposed blade stopped. There is no missing material confirmed. Additionally, a lodged staple was confirmed. The staple was trapped in between the pusher and the cartridge. The reload was found to have pusher damage where the lodged staple was found. A review of the provided image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance analyst. The image shows a black sureform 45 reload with an exposed blade towards the midpoint of the reload. A single partially formed, loose staple can be seen resting on a deployed pusher a few rows proximal of the final blade position. Pushers slightly ahead of the blade stopping point have been deployed, which is an expected condition. It appears the reload was involved in a partial fire.